Manufacturer narrative:
Product complaint # : (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2020, and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.